Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), implanted: (B)(6) 2013, product type: recharger; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID 37651, serial# (B)(4), implanted: (B)(6) 2013, product type: recharger. (B)(4).

Event description:
It was initially reported the patient¿s recharger was not performing recharging. It was stated the patient was ¿fine¿ at the time of report ¿because she still had load into the generator.¿ it was noted there was ¿no¿ patient harm, injury, or death. It was later reported the patient had always recharged ¿without any problems¿ with 6-8 couplings bars and that on the day of report she experienced 0 coupling bars while attempting to recharge from the same position. It was stated that ¿with time, the position of the charger on the generator, it turned off by itself.¿ it was noted the patient would most likely meet with a manufacturer representative during the week following report. Additional information stated that replacement of the patient¿s recharger was in progress six days after initial report. It was reported the patient was instructed to turn their implantable neurostimulator (ins) off ¿once the (charge) load was in low.¿ regarding the patient¿s outcome and whether they were receiving effective therapy the reporting manufacturer representative reported the ¿patient was fine until the issue was detected¿ and that ¿currently she is in bed¿ as of six days after report. It was further reported ¿the device returned to work normally.¿ it was stated that ¿it was suggested this was because the patient had gained weight¿ and that a medical appointment would be scheduled to verify this. Follow-up information was received which reported that the patient had tried recharging in ¿many positions¿, especially ¿the one the patient used to always do¿, but the recharger wasn¿t working. The recharger was reportedly not working because the ¿lead¿ was ¿too deep¿. It was verified that the patient had gained weight and tests performed with another ¿lead¿ showed the recharger was working. Surgery to reposition the ¿lead¿ was performed on 05/08/2014 and the patient was fine. The device was going to be turned on approximately two weeks after the surgery to allow time for healing. Four days later, the reporter clarified that it was the implantable neurostimulator (ins) and not the lead that was ¿too deep¿.

Event description:
Additional information reported the patient underwent surgery at the time of follow-up and that her recharger once again worked. It was stated the problem was that the patient had ¿gained weight and her physician said the charger was under around three fingers depth of fat tissue.¿